Manufacturer narrative:
The tech replaced the caster to repair the bed.

Event description:
Info received indicates, the caster would lock in brake and hold, but would rotate if pushed on from the side.